Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device verified the reported event and determined that a malfunctioning gas delivery engine (gde) was the most likely cause of the reported event. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility if needed to repair the device and return it to service.

Event description:
The user facility biomed reported that during pre use checks the device is alarming "circuit occlusion" & "ext high ppeak". There was no report of patient involvement.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.